Manufacturer narrative:
Date of event: please note this date is approximate. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's sister reported through a manufacturer representative that the deep brain stimulation (dbs) battery had failed. It was stated the battery had failed in late (B)(6) 2016 and the patient was scheduled to have the battery replaced on (B)(6) 2016.